Event description:
A 5.0mm diameter x 17mm length bridge x3 biliary stent system was inserted for the treatment of an unknown lesion on an unknown date. The lesion had little calcification, however, the amount of stenosis is unknown. It is reported that there was no negative prep of the balloon prior to insertion into the pt. It is reported that the stent came off the balloon before inflation and the stent did not seem to catch on anything. The physician easily snared the stent and there was no damage to the vessel. The catheter and sheath size used is unknown. It is unknown how the procedure was completed. The patient is reported to be fine.